Event description:
This is the first of three reports from the same account with the same sku and lot number. It was reported that the upper lip foam spacer from an anchorfast slimfit oral endotracheal tube fastener separated from the plastic anchorfast slimfit track while in use on a patient. It was further reported that there was an upper lip pressure injury. It was reported that neither the details regarding the upper lip pressure injury nor information about where the separated upper lip foam spacer landed was available.

Manufacturer narrative:
Samples from the same lot of anchorfast device expected to be returned but not yet received. This is being investigated as part of a manufacturing CAPA. The lot number was provided and the DHR review found the records to be complete and accurate. A complaint history trend analysis was conducted on this product line and found this is the only account that reported lip spacer separation with this lot number.